Manufacturer narrative:
Describe event or problem, corrected data: initial report should not have been created, as there was a previous investigation and associated emdr report (1644487-2019-00020) submitted for the same event/patient. All further reporting and investigation will occur with the previous report (1644487-2019-00020).

Event description:
Information was received prior to initial report submission noting that the high impedance was first seen ~1.5 years ago and was previously reported to the manufacturer. This event was previously investigated and reported in emdr 1644487-2019-00020. A duplicate investigation and report was inadvertently created as the patient information was not initially known. However, as it has been confirmed that the event reported in 1644487-2020-00254 is duplicated of the event already reported in 1644487-2019-00020, all further investigation and reporting will take place in 1644487-2019-00020. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device showed high impedance. It was noted that 14 months after the high impedance was identified the generator showed output current not delivered and decreased battery. The patient has also had an increase in seizures that is above pre-vns baseline, which is believed to be caused by the loss of therapy due to the high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.